Event description:
It was reported that the controller exhibited a controller fault alarm, and two batteries exhibited critical battery alarms. The controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2019 / serial#: (B)(6). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05-nov-2018 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2019 / serial#: (B)(6), UDI #:(B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial: (B)(6) h3:yes serial: (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller (B)(6) and two (2) batteries (B)(6) were not returned for evaluation. Log file analysis revealed six (6) critical battery alarms involving (B)(6) and (B)(6) were logged on (B)(6) 2023 starting on 04:15:56. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Both batteries were allowed to continue depleting, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc. Data log files covering the time of the alarms were not available for analysis. Review of the alarm log file revealed four (4) controller fault alarms involving (B)(6) were logged on (B)(6) 2023 at 04:06:08, 04:06:33, 04:07:02 and 04:07:29 due to a fault in the controller¿s active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The controller fault alarm was likely triggered due to the depleted batteries being connected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. Log file analysis revealed the controller (B)(6) was not in use during the event date. As a result, the reported event was confirmed. The most likely root cause of the reported critical battery alarms and controller fault alarms can be attributed to depleted batteries connected to the controllers. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.